Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp continu-flo solution set had air in the line during priming. The reporter stated that they were unable to purge the air from the line using the air vent. There was no patient involvement. No additional information is available.